Manufacturer narrative:
The device availability was inadvertently documented as (B)(6) 2017 in the initial report. The date returned to manufacturer was corrected to (B)(6) 2017. Upon further review of the device evaluation, it was determined that the reported condition was not confirmed. No failures were identified. A visual and functional assessment was performed on the device which found that the device passed all operational specifications. The assignable root cause has been corrected from product design, construction/design false, defective to the assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to product design, construction/design false, defective. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the craniotome device had an undetermined malfunction. During the pre-repair diagnostics assessment, it was determined that the bearings were damaged, the ball bearings came apart, and the balls and cage were missing. It was determined that the cranks were damaged. It was further determined that the device failed for visual assessment, cutter insertion and for temperature. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.